Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after receiving inapprorpriate antitachycardia pacing therapy and high voltage therapy due to as events being undersensed and changing the rate branch diagnostic. The device continued to deliver therapies after the as events were visible. Programming changes were recommended. No further information is available.